Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s father) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. It could not be established when the alleged inaccuracy issue with the meter started. The patient is a juvenile and her diabetes is managed with 2 units of humalog insulin before each meal if her blood glucose levels are above 80 mg/dl, and 5 daily units of novolog insulin. The reporter stated that the patient had followed this regimen, but that at 9:00am on (B)(6) 2019, the patient experienced a ¿seizure¿ lasting 5-10 minutes. The reporter indicated that he gave the patient some of his ¿pop¿ and then called 911. He reported that at 9:10am the ambulance paramedics gave the patient some glucose (unknown delivery). He indicated that after arriving at the hospital at 9:20am, the patient¿s blood sugar was checked, and she was given some cereal to help level her results. The reporter stated that while at the hospital, the doctor compared the readings on the subject meter to those on the hospital meter and the readings were ¿80 points off¿; the doctor alleged that the subject meter was ¿not working correctly¿. During troubleshooting, it was established that the reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurately high blood glucose results on the subject meter and following the usual diabetes management routine.